Event description:
The facility reports the nurses aide had put a resident in the lift and was raising the lift when they heard a popping noise. The aide was standing to the left of the lift and was hit in the right eye by something flying off the lift. Pt was taken to the emergency room and treated.